Event description:
Pt presented with acute punctuate left front parietal infarcts. It was reported the pt underwent a successful angioplasty and stenting procedure, however awoke from anesthesia with right facial droop, right upper extremity pronator drift and mildly decreased fluency but progressed to increased number of paraphasic errors, anomia, finger agnosia, right-left confusion. A CT scan revealed no intracranial hemorrhage or new hypodensity. The physician stated the pt had suffered a clinical stroke and abciximab was administered. No improvement was noted in the first hour. However, overnight fluency improved although still mildly decreased and other cortical deficits disappeared. Right facial droop, hand and forearm weakness persisted. Two days post procedure, the pt was transferred from the intensive care unit (ICU) to the floor. Even though it appears the pt is improving, his current condition is not known.

Manufacturer narrative:
Lot # and expiration date: unk as the upn and lot number were not disclosed. Device manufacture date: unk as the upn and lot number were no disclosed. No malfunction or non-conformance of the device was alleged.